Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; d9; g3; h2; h3; h4; h6 . Visual examination of the returned product identified wear and tear from previous uses. Nicks, gouges, scratches, and indentations were noted to the handle, body, strike plate, and distal end. Threaded tip was returned fractured from the inserter. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a design deficiency if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the impactor broke. No additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.